Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp: it was reported that the device was unable to be interrogated as the battery was dead and it wasn¿t charging. They tried troubleshooting in the office but were unable to interrogate and determine the cause; not charging. The issue wasn¿t resolved. Additional information was received: it was reported that they said they tried to work with the patient on the phone yesterday and couldn¿t get the patient to recharge or connect with the patient programmer. Physician recharge mode was reviewed and clearing por once the patient charged at least a quarter. The rep called back and was able to successfully perform the prm and get the patient to charge with 6-8 bars. When they read it with their tablet it said the battery was low, but they were able to run impedances and update the date/time. It was reviewed that if they were prompted to update the date and time, they cleared the por. The caller would continue to have the patient charge. The caller stated they gave the patient one of their counter weights to they had enough weight to keep their recharger in place. The rep called back again to state that the patient gotout of overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller was from the doctor¿s office and called their rep to interrogate the ins, but they hadn't answered. The caller stated, ¿it¿s not working.¿ when asked to clarify it was not clear if the ins, insr, or programmer wasn't working, but the patient a return of symptoms. The caller stated they had seen the doctor about 3 weeks to a month ago regarding their symptoms returning and their device ¿not working.¿ the caller said the doctor had been trying to reach a rep to have them interrogate the ins, but none responded. The caller didn't know which rep was being called and still unsure to exactly wasn't working. It was noted that the issue was first noticed several months ago. The caller also stated that the patient was home last weekend for thanksgiving and the patient was falling and had a return of tremor and was a mess.